Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was experiencing pain at the catheter tip in the back and taught the catheter was not at the right position because it was putting pressure on the spine. It was indicated that patient had a cat scan done this morning and it looked like the "tube" was not in the right position. It was added that patient would be getting MRI done but not sure if it was related to therapy. It was also added that patient had the pain for about a year and was not sure if the pain was related to the pump or patient¿s back was just deteriorating. It was added that the pain had gotten considerably worse in the last four or five months from the day of the report. The pump was being used to deliver morphine.